Event description:
Clinical study. Same case as 6000089-2006-02455, 6000089-2006-02393. It was reported that post index procedure, the pt experienced a stent thrombosis (st), a myocardial infarction (mi) and target vessel revascularizations (tvr). The index procedure treated 3 de novo lesions in the right coronary artery (rca). Lesion #1 was in the distal rca and was 2.75mm wide, 25mm long, and 95% stenosed. There was severe tortuousity. The physician predilated the lesion prior to placing a 2.75 x 32mm taxes express2 drug eluting stent. Residual stenosis was 40%. Target lesion #2 was also in the distal rca and was 3mm wide, 30mm long, and 95% stenosed. There was severe tortuousity. The physician predilated the lesion prior to placing a 3.0 x 32mm taxus express2 stent. Residual stenosis was 0%. Target lesion #3 was in the mid rca and was 3.5mm wide, 25mm long, and 70% stenosed. There was mild calcification and moderate tortuousity. The physician predilated the lesion prior to placing a 3.5 x 32mm taxus express2 drug eluting stent. Residual stenosis was 20%. A non bsc stent was also placed in the proximal rca. All 4 stents overlapped. There was a dissection noted proximal to the distal rca. The pt rec'd angiomax, aspirin and plavix during the procedure. The pt was discharged 1 day later on aspirin and plavix. On day 682, the pt had a non-q-wave mi (nqmi). Enzymes were elevated, consistent with mi. The pt also had an st, confirmed by angiography. A thrombectomy was performed to the proximal rca, and the event resolved that same day. The pt had focal in-stent restenosis in the distal rca. A non bsc stent was placed. The mid rca also had focal in-stent restenosis and rec'd plain old balloon angioplasty and a non bsc stent. All events were considered resolved that day, post tvr. The pt was discharged 3 days later. In the opinion of the physician, the st/mi/tvrs were probably related to the taxus stents.

Manufacturer narrative:
H6: a unit has not been returned for review, therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the mfg records for this particular batch namely top assembly batch #6827631 found that the device met its material, assembly and product specs, at the time of release to dist. These type of complaints are trended on a monthly basis. No root cause can be determined.